Event description:
During the device evaluation, the gastrointestinal videoscope exhibited white foreign material inside the air/water-tube, the auxiliary jet channel, and the air/water-cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was in the air/water cylinder and channel. The foreign material in the auxiliry water channel could be simethicone. The foreign material may have been unremoved because the device was not reprocessed properly by leak caused by wear of scope-cover and damage to an auxiliary water channel. However, the specified cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.